Manufacturer narrative:
The pod was received with the cannula not deployed, which is not aligned with the symptom code (needle deployed early).pod download data showed the pod was in pod state 1, indicating that pod has gone through manufacture test and it was never activated. No issues were found in the device that would result in the needle deploying early.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿ the mother reports after removing the needle cap off, the pod the cannula had deployed early. No changes in the blood glucose levels.

Event description:
It was reported the needle deployed early. The pod was not worn. No adverse patient impact was reported.